Manufacturer narrative:
Exemption number e2015058. (B)(4). As this is a pre-2008 model which only contains a user accessible memory log, no information can be determined between the device passed 'out qat' on 25th april 2007 and upon receipt at heartsine. The history log for this device records 5 manual power ons on the (B)(6) 2017, with two of ten minutes duration. As the first log entry was on the (B)(6) 2017 this would indicate that the user accessible memory was erased prior to the first log entry. As this is a pre-2008 model which only contains a user accessible memory log no information can be determined between these dates. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.